Event description:
It was reported that the device could not be interrogated due to several external defibrillations. The device was found in reset mode. The device was programmed off via etp program.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.